Event description:
It was reported that this right ventricular (rv) lead showed sensing issues during implantation. Psa measurements were normal but sensing failed when connected to the main device. Reinsertion did not resolve the issue. The removed lead showed a tilted screw. A replacement lead of the same model was implanted, but sensing failure persisted. Testing with port a produced the same result. Switching to another pacemaker resolved the issue and sensing was successful. No adverse patient effects were reported. Additional information obtained, the lead was explanted and replaced.

Event description:
It was reported that this right ventricular (rv) lead showed sensing issues during implantation. Psa measurements were normal but sensing failed when connected to the main device. Reinsertion did not resolve the issue. The removed lead showed a tilted screw. A replacement lead of the same model was implanted, but sensing failure persisted. Testing with port a produced the same result. Switching to another pacemaker resolved the issue and sensing was successful. No adverse patient effects were reported. Additional information obtained, the lead was explanted and replaced.

Event description:
It was reported that this right ventricular (rv) lead showed sensing issues during implantation. Psa measurements were normal but sensing failed when connected to the main device. Reinsertion did not resolve the issue. The removed lead showed a tilted screw. A replacement lead of the same model was implanted, but sensing failure persisted. Testing with port a produced the same result. Switching to another pacemaker resolved the issue and sensing was successful. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed sensing issues during implantation. Psa measurements were normal but sensing failed when connected to the main device. Reinsertion did not resolve the issue. The removed lead showed a tilted screw. A replacement lead of the same model was implanted, but sensing failure persisted. Testing with port a produced the same result. Switching to another pacemaker resolved the issue and sensing was successful. No adverse patient effects were reported.